Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preoperative inspection, the device would not fire. Another handle was used to resolve the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. A review of the system logs showed no indication of the handle being unable to enter firing mode. It was reported that the instrument did not activate and execute the firing sequence. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. The investigation detected an unreported condition of unresponsive rotation buttons not related to the reported condition. During functional testing, a switch was found to be nonfunctional. When the corresponding key was pressed, the handle did not respond. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Additionally, the investigation detected an unreported condition of a damaged transistor that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. Other unreported conditions were identified: damage to the infrared (ir) shield and the organic light-emitting diode (oled) was cracked. Visual inspection noted that after disassembling the device, there were cracks on the oled screen. When the device was powered on, the screen stayed black. The product analysis noted evidence that the device was not used as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.